Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed no exterior damage. During syringe testing and plunger testing, the reported problem was duplicated. Syringe plunger not in place was during at syringe testing and failed syringe plunger sensor test. The root cause of the reported issue was found to be that the q1 was broken off from plunger board also plunger board broken off from glue caused by a design issue. Replaced plunger board. Performed syringe test which passed.

Event description:
It was reported that there was a plunger related issue. No patient injury was reported.